Event description:
The patient contacted animas on (B)(6) 2013, reporting that their blood glucose was 300 mg/dl last night, the reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient reported that the bg went down to 30 mg/dl this morning. Unknown if patient had any symptoms. The patient stated that they did not know what was going on and that they were going to the emergency room. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.